Event description:
It was reported that a pt underwent an unk procedure on (B)(6) 2012 and a reservoir was used. The valve was broken. Another like device was used and there were no adverse pt consequences.

Manufacturer narrative:
Date sent to the FDA: (B)(4) 2012. (B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further info derived from the evaluation will be submitted in a supplemental 3500a form.